Event description:
It was reported that the user intentionally disconnected from the ilet pump overnight to avoid infusion set expiration alerts and awoke with high blood glucose, with a highest reported value of 360 mg/dl, after a prior reading of 142 mg/dl at bedtime; the user later reconnected and was counseled on infusion set management and not disconnecting, with troubleshooting and education completed. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no hospitalization or medical intervention beyond user reconnection and self-management. Investigation included user interview, assessment of use conditions, and troubleshooting education regarding infusion set change and continuous connection. Investigation of this case revealed user-initiated interruption of insulin delivery due to disconnection, consistent with high glucose from missed basal insulin; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error leading to interrupted insulin delivery.

Manufacturer narrative:
Initial